Manufacturer narrative:
The returned sensor was evaluated. The product failed the visual inspection due to a loose bend relief at the sensor end. As a result kevlar and wire jackets were exposed. The sensor passed continuity testing, no open or short connections were detected. When the sensor was connected to a masimo monitoring device, the device was able to generate an error message. The sensor was found to be functioning as designed and the customer complaint was not duplicated. (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: k1h 1e2.

Event description:
The customer reported sensor intermittently would display values then suddenly no values, no error message. No consequences or impact to patient was reported.